Event description:
Additional information indicated that the patient had episodic pain on her back and tenderness on the catheter insertion site. The cause of the event was unknown and it was further indicated that it was not attributed to the pump, catheter, programmer, or drug effects. Intervention/ actions taken included an MRI, dye study, dose adjustments, and hospitalization. All work up was negative with no abnormality of the pump and catheter. A neurosurgical consult was planned. The patient recovered without permanent impairment.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).

Event description:
It was reported that a patient asked for help to check the device post magnetic resonance imaging (MRI). The reason for the MRI was acute lower back pain. The patient was in a lot of pain that started last week but got severe on the friday before the report. Additionally, it was reported the patient was an inpatient but the reason for the hospital stay was not known. The pump was infusing prialt (ziconotide), baclofen (unknown), and dilaudid (hydromorphone). No interventions or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information.